Event description:
It was reported that the user experienced repeated high alerts on the ilet due to an insulin delivery occlusion that had not been cleared, while using a teflon infusion set with 23-inch tubing; line inspection showed visible drops with no bubbles or kinks, and the cannula was not bent upon removal, after which the user changed the tubing and resumed delivery. Symptoms included hyperglycemia. Outcomes included return of glucose into range with a documented blood glucose of 176 mg/dl after the intervention. Investigation included troubleshooting and user education, including guidance on cannula assessment, tubing replacement, ketone testing, and fingerstick verification, as well as follow-up to assess glucose trend. Investigation of this case revealed that glucose levels improved following supply change and continued monitoring. It was concluded that an insulin occlusion was present and resolved only after supply change.